Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller will reset the pump and follow up if the issue persists.